Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Pressure integrity testing was performed at 3 l/pm with 4 psi of back pressure on the complaint device and another one for comparison. During the testing there was a difference in flow observed between the 2 devices. Reason for return was confirmed for a restricted flow. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming of this fusion oxygenator the customer noted that the volume going through the purge line in the fusion oxygenator was less than normal, usually it would be 300 cc /mn but they noticed only 100-150 cc/min. There was a leak at the luer port. The oxygenator was replaced and there was no patient involved with this event so no adverse patient effect.